Event description:
After threading easily a guide wire in the femoral vein, while placing central venous catheter, the central catheter was inserted over wire. Then while attempting to pull back the wire from central catheter, the coil of guide wire did stretch and the central wire, which the coil is around it, did stick my finger.